Manufacturer narrative:
The device and stent initially performed as anticipated. However, the underlying tissue condition, existing avp plug and size of the vessel affected the outcome. The presence and size of the avp applied pressure to the stent.

Event description:
One 6 mm minima stent was used to treat a left pulmonary artery (lpa) stenosis with difficult underlying vessel conditions. After the stent was placed, final angiograms confirmed the stent was properly located so the minima system and guidewire were removed. Following the minima implant, the physician proceeded with an unrelated procedure, after which fluoroscopy revealed that stent shifted towards the main pulmonary artery (mpa). The physician intervened and successfully repositioned the stent into the right pulmonary artery (rpa) using a guidewire. The stent stabilized in the rpa without a balloon and the stenosis was left untreated. No device was returned for evaluation.